Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Umihiko kaneko, md, yoshifumi kashima, md, takuro sugie, md, daitaro kanno, md, and tsutomu fujita, md, rotablator driveshaft fracture due to significant proximal tortuosity and enlargement causing massive coronary perforation, korean circulation journal, volume 50, issue 11, nov 2020, pages 1048-1050, pissn 1738-5520 eissn 1738-5555, https://doi.org/10.4070/kcj.2020.0136.

Event description:
It was reported via journal article that the driveshaft fractured and a perforation occurred. The target lesion was located in the calcified left circumflex artery (lcx) lesion with severe proximal tortuosity and enlargement. A 1.5mm rotablator rotational atherectomy system and a rotawire crossed the lesion with a rotational speed of 220,000 rpm. During a final polishing run, the burr collided with the lesion, and the driveshaft prolapsed into the distal left main coronary artery (lm). The driveshaft was suddenly fractured, resulting in ellis type iii perforation of the distal left main with vascular ectasia and left circumflex artery. After the implantation of two polytetrafluoroethylene covered stents, the left coronary angiography revealed no contrast extravasation. Angiography of the bypass graft revealed persistent contrast extravasation of the left internal mammary artery to the left anterior descending artery graft, requiring surgical repair by filling and sealing the perforation site with surgical cotton.